Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument, and found black sleeve stuck in up position in the reported problem area of the pipette assembly. Fse cleaned the black sleeves and posts. The instrument was tested without further problem, and was returned to expected operation.